Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
Patient was injected on (B)(6) 2010. On (B)(6) , she had a swollen lower lip and developed nodules. All nodules are solid and painful. Updated (B)(6)2010: patient condition improved. Nodules present and abscesses were drained twice - culture was negative. She also had a swollen lymph node and suffered from headaches and fatigue. On (B)(6)2010, doctor saw the patient again. One hard nodule remained in each corner of mouth and were no longer painful. She was not given any medication during this visit.